Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father called in to report several spi to motor pic communication error alarms and that the batteries were dying quickly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 200 mg/dl. The customer was advised that the device would be replaced, and was informed to return the product for analysis.